Event description:
It was reported the patient made a mistake when disconnecting the transfer set which caused a leak, coincident with peritoneal dialysis therapy. This occurred during drain three of four of the peritoneal dialysis therapy. The patient stated that when they disconnected, due to an unrelated alarm, they did not close the transfer set quickly enough and that allowed some solution to drain out prior to placing the cap on. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient did not close off the transfer set when disconnecting (improperly disconnected), causing a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the users not to disconnect during therapy unless following the emergency disconnect procedure and the guide has steps for the emergency disconnect procedure. It also provides instructions on how to properly disconnect and close of the transfer set during the therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.